Manufacturer narrative:
Refer to manufacturer report 2029214-2024-00026 for related device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a clinical study patient who had undergone a thrombectomy procedure on (B)(6) 2023 in which a solitaire platinum stent retriever and react-71 aspiration catheter were used. The patient's baseline mrs was 0 and nihss was 10 and tici 0. It was noted a tici 3 was achieved int he procedure. Post-operative magnetic resonance angiography (mra) performed on (B)(6) 2023 showed possible small amount of bleeding in the right basal ganglia. No other symptoms or were reported. The event was not considered life-threatening and did not result in additional intervention, patient injury, or prolonged hospitalization. However the event outcome was considered "not resolved." The site and study sponsor assessments of the event both concluded the event was possibly related to the procedure and not related to the medtronic devices. Medtronic received a report that magnetic resonance angiography (mra) revealed new intracranial infarction with an onset date of (B)(6) 2023. This adverse event is possibly related to the disease under study and possibly related to an underlying condition. MRI showed a new infarction in the right basal ganglia and paraventricular area. Modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) score 10. The site assessed this as not related to the study device or procedure. The sponsor assessed this event as possibly related to the study procedure and device utilized. Additional information was received reporting the patient's post-thrombectomy condition was h24 post-procedure nihhs 10 , on dischar ge on (B)(6) 2023 mrs 5 and nihss 9. Refer to manufacturer report 2029214-2024-00026 for related device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no change of nihss score at baseline or post procedure 24 hours as remained nihss 10. On discharge on (B)(6) 2023 nihss 9 and mrs was 5. At 90 day visit, nihss was 0 and mrs was 0. On (B)(6), the left lower limb muscle strength was grade 1 and on (B)(6), it was grade 3.